Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The right caster was dropping down from the caster housing causing the caster to be loose.